Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a patient who underwent surgical repair of an interventricular septal (ivs) dissection followed by a flanged bentall and cabrol procedure using a 30 mm vascular graft and a 25 mm medtronic ats mechanical valve. The authors stated that post-operative echocardiography revealed hematoma formation (35 mm x 20 mm) at ivs dissection without a blood flow signal (ejection fraction of 35%) and mild stenosis of the right ventricular outflow tract (gradient of 21 mm hg). No treatment or intervention was recounted. At three-month follow-up, echocardiography showed a decrease in the hematoma size (19 mm x 9 mm) at ivs dissection, and good ventricular septum remodeling without right ventricular outflow tract stenosis (ejection fraction of 39%). As before, no treatment or intervention was recounted.